Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported; the pt required narcan. The pt was admitted to the hospital. The physician wanted to use a magnet to stop the pt's therapy; there was not a programmer available. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.